Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that on (B)(6) 2025, an arthroscopic shoulder labiaplasty procedure for a shoulder labrum tear was performed using the coolpulse curve device. It was also reported that drainage from the device may have caused burns on the skin in the middle, front, and lower parts of the left upper arm. According to the reporter, the device was used during arthroscopy while perfusion fluid was flowing into the joint. It was also utilized in cases of ¿slap¿ injuries. It was reported that the device's suction tube was not connected to a suction source, and the perfusion fluid was draining due to intra-articular pressure. The surgery lasted about twenty minutes, with the device being used for approximately five minutes. Its main use was to separate adhesions between the superior labrum and the joint capsule. There were no delays in the surgical procedure. After the surgery, the patient visited the hospital on (B)(6) 2025, due to symptoms of burns. The patient had no prior medical history or allergies. The surgeon stated that the drainage from the device was excessively hot, which caused burns when it adhered to the skin. Patient involvement and injury were reported. However, it is unclear whether any medical intervention was provided or if prolonged hospitalization was required as a result of this event. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (u2502008), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.